Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device: the customer reported receiving a ¿warning letter¿ for their adc device. Based on the information provided, there was no report of serious injury associated with this event. Adc customer service contacted the customer and successfully processed sensor replacements. Based on the information provided, there was no report of serious injury associated with this event.